Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it is likely that the foreign matter stuck in the air/water nozzle could not be sufficiently removed and clogged. It was confirmed that there was no deformation of the air/water nozzle and there were no deviations in reprocessing. The inspection method for the event is described as follows in the instruction manual (operation) "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment". "[Inspection of entire endoscope] 8. Visually check that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function] when using the air/water button. 1. Cover the air/water button hole with your finger. 2. Push the button while covering the hole. Ensure that water flows across the endoscopic image." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Full name of the facility is (B)(6). This device is not sold in the u.s., but a similar device is. Upon inspection and testing, it was observed that there was presence of foreign material clogging the device nozzle. This is attributed to insufficient cleaning. Other observations for the device: due to a pinhole on connecting tube, water tightness is lost; due to wear of angle wire, bending angle in up direction and play of up/down knob do not meet the standard value; distal end rubber coating (a-rubber) adhesive has a chip, crack, and a white-clouded area; switch (sw) sw1 is deformed and does not work due to damage; adhesive around objective lens is peeled; objective lens has scratch and chip; adhesive around light guide lens (lg) has a white-clouded area; distal end cover (c-cover) has a burn; connecting tube has a scratch, wrinkle, buckling, and peeling coat; sw2 has wear; universal cord has a wrinkle; paint on suction cylinder and air/water cylinder is peeled; and sw3 has a scratch and wear. Customer reported leakage was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer sent in this device for evaluation and repair of air bubble from the tip, indicating leakage. There is no reported harm to any patient. Upon evaluation of the returned device, it was observed that there was presence of foreign material clogging the device nozzle. This is attributed to insufficient cleaning. This medwatch is being submitted for the reportable issue of presence of foreign material in the device nozzle as observed during device evaluation.